Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a delayed pneumothorax. During the procedure, the physician used a cytology brush, 21g needle, and compatible forceps. Immediately after completion of the procedure, a chest x-ray was performed and no pneumothorax was identified. Three hours later, the patient complained of shortness of breath. Another chest x-ray was performed and a delayed pneumothorax was identified. A chest tube was placed to resolve the pneumothorax and the patient was admitted to the hospital for four days before being discharged. On 26-aug-2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: it is believed that the ion system, 21-gauge needle, and forceps caused or contributed to the pneumothorax. However, the physician believes that the pneumothorax could have occurred via another modality. A malfunction of an ion product did not occur. The initial size of the pneumothorax was moderate and it is unknown if it increased over time. A chest tube was immediately placed to resolve the pneumothorax. The size of the lesion biopsied was 13mm x 12mm x 16mm. The lesion was an apical nodule located in the right upper lobe (rul) and was 1.8 millimeters away from the pleura. The patient did not experience any additional symptoms. The patient was hospitalized for 3 days. The patient was discharged home.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. Although the physician indicated that he believes the ion product caused or contributed to the pneumothorax, there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a delayed, moderate pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 3 days prior to discharge. The cause of the complication is unknown.